Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed by supplier. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a bent pin 2 of the j2 connector. The root cause for the damaged pin was physical abuse. No adverse event resulted from the damaged battery. Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway.